Manufacturer narrative:
Investigation results: a flexiva 200 laser fiber was returned in one continuous piece. The piece measured approximately 314.4 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Visual examination revealed no damage along the body of the fiber and light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used during procedure performed on (B)(6) 2019. According to the complainant, the laser fiber was plugged into the machine. It work initially but made a loud noise and then stop firing. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber connector was fractured.